Event description:
On january 13, 2025, senseonics was made aware of an incident where user experienced sensor inaccuracy. Customer care offered the user a sensor replacement due to a glucose suspension alert issue. However, the user refused to complete the troubleshooting process.

Manufacturer narrative:
The outcome of the troubleshooting process is unknown as user did not wish to complete the troubleshooting process.